Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient stated they had their pump replaced and since the replacement the pump was not working right, and the patient has not felt the same. The patient had an appointment on friday with their healthcare provider, but the patient has been admitted to the hospital. The healthcare provider requested a company representative to interrogate the pump. The caller was transferred to the nas (national answering service).